Event description:
It was reported that during a renal angioplasty and stenting procedure, a stent dislodgement occurred. The 80+% stenosed lesion was located in the severely tortuous and severely calcified right renal artery. The lesion was 10mm in length and the vessel diameter was 6mm. Vascular access was obtained at the unspecified femoral artery. The physician predilated the lesion using a sterling 5mm x 20mm balloon catheter and noted "it was a very difficult lesion". It was also noted that the aorta had a "big c shape", which made it difficult for another manufacturer's guide catheter to engage in the right renal artery. The physician experienced significant resistance while attempting to advance the express bilary sd monorail pre-mounted stent delivery system (sds) across the target lesion. The express biliary stent dislodged in the aorta and migrated to the left common iliac artery. The physician then advanced a sterling 5mm x 20mm balloon catheter through the dislodged express biliary stent and inflated the sterling to 2 atms. The stent was pulled down along the wire" and was successfully implanted in the left common iliac. A sterling 7mm x 20mm balloon catheter was used to post-dilate the express biliary stent. The physician then implanted another manufacturer's 6mm x 12mm stent in the right renal artery to successfully complete the procedure. No further patient complications were noted and the patient's condition was reported as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.